Event description:
Medtronic received information from a medical journal article that described transcatheter valve replacement patients whose devices experienced definite or probable prosthetic valve endocarditis (pve) after device implant. The article was a review of 28 articles published between december 2000 and june 2013 on patients who underwent either a tavr or a transcatheter pulmonary valve replacement (tpvr); of the 32 patients who underwent a tavr procedure and subsequently experienced endocarditis, 13 were implanted with a model of this bioprosthetic heart valve. Three of the 13 patients experienced endocarditis from 0.5 ¿ 19 months after device implant and subsequently expired as a result of infective endocarditis. A separate report has been filed for those patients. Of the remaining ten patients, the source of infection remained undetermined in two of the patients. The three main sources of infection were dental and respiratory/skin infections. One case was attributed to a re-loading of the valve. A health care¿related origin was identified for the remaining patients. The identified organisms were: staphylococcus epidermidis (three cases), enterococcus faecium (two cases), corynebacterium (one case), enterococcus faecalis (one case), moraxella nonliquefaciens (one case), staphylococcus aureus (one case) and streptococcus mitis (one case). The time from device implant to identification of the infection ranged from 0.5 to 12 months. All patients received antibiotic therapy; two of the ten were treated surgically, either through cardiac surgery or valve explantation. The article noted that in-hospital complications for tavr patients included complete atrioventricular block leading to permanent pacemaker implantation in two cases, pneumonia/tuberculosis reactivation in two cases, and acute kidney injury requiring dialysis in two cases; the article did not specify whether these clinical observations were related to the patients with these devices or another manufacturer¿s devices. Six patients/devices exhibited trivial or mild aortic regurgitation post-implant, and two patients/devices exhibited moderate post-implant aortic regurgitation. No regurgitation or no information was reported for the remaining two patients. Seven of the ten patients were male. The average age was 80 years, with a range of 64-91 years. All ten devices were implanted via transfemoral approach; none were valve-in-valve procedures. The article noted that potential cause of pve include: the adequacy of the sterile conditions in which the transcatheter valves are prepared and finally implanted; post-operative infective complications; device leaflet damage that may occur during valve preparation and loading; comorbidities such as diabetes, immunosuppression and renal failure; the presence of residual aortic regurgitation; unrelated dental or surgical procedures; and patient adherence to antibiotic prophylactic regimens.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic field representative subsequently reported that there had been no cases of endocarditis associated with this model device at the facility of the article¿s lead author; information regarding the devices at other facilities was not provided. Without serial numbers of any devices, device history record and sterilization lot record reviews could not be performed. Endocarditis is a known adverse event, and in some cases cited in the article the sources of infection were dental and respiratory/skin infections and due to the implant procedure. The sterilization process used by medtronic uses a bga solution which has an anti-microbial kill on microorganisms such as staphylococcus and streptococcus species. This process is validated using the worst case bacillus atrophaeus (gram-positive spore-forming rods), which is known to be representative of the cleanroom bioburden. There is insufficient information to determine if any of the endocarditis events in the article were attributable to a device from this model family.

Manufacturer narrative:
Without device-specific identifying information, it could not be determined if any devices were explanted and returned for analysis, or if individual patient cases had previously been reported to medtronic. (B)(4). The above patient and device codes reflect general information from the article; it was not known if these observations were related to the patients implanted with these devices. The attached spreadsheet lists patient-specific information available from the article's data tables. Prosthetic valve endocarditis after transcatheter valve replacement-a systematic review authors: ignacio j. Amat-santos, md; henrique b. Ribeiro, md; marina urena, md; ricardo allende, md; christine houde, md; elisabeth bedard, md; jean perron, md; robert delarochellière, md; jean-michel paradis, md; eric dumont, md; daniel doyle, md; siamak mohammadi, md; melanie côte, msc; jose alberto san roman, md; josep rodes-cabau, md. Jacc: cardiovascular interventions, vol. 8, no. 2, 2015 issn 1936-8798 http://dx.doi.org/10.1016/j.jcin.2014.09.013.